Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Device was received with corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage. The customer's blood glucose was 12.7 mmol/l at the time of incident. The customer reports that the insulin pump had cracked at battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.